Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation with a thmcl smtch sf bid, tc, d-f (stsf) and during the ablation phase, the patient experienced cardiac tamponade that required pericardiocentesis. No error was observed when the stsf catheter, sound star eco catheter, pentaray nav sh were connected. During cavo-tricuspid isthmus (cti) ablation, elevated heart rate and decreased blood pressure were observed, and vasopressor was administered. Pericardial effusion was confirmed by echocardiography; therefore, pericardial drainage was started immediately. About 100 ml of blood was withdrawn, after which protamine was effective and the bleeding stopped. The procedure was terminated midway. The patient's vitals were then stabilized, and she was extubated, and the patient left the room with the pericardial drain in place. The patient has fully recovered and did not require extended hospitalization. No error messages were observed on the biosense webster, inc. (Bwi) equipment during the procedure. Atrial septal puncture was performed by rf needle. Ablation was performed before pericardial effusion was identified. Steam pop was not confirmed. Impedance cutoff value was not exceeded during ablation. The physician's opinion on the relationship between the event and the product was that there was no causal relationship with the bwi products, and it is a problem with the operator's catheter operation. They are unsure on exactly when, but perhaps the needle entered the left atrium before the brockenbrough transseptal puncture and may have damaged the left atrium. The patient has an associated medical history of congestive heart failure. Although the physician reported that the cause of the adverse event was likely the needle entering the left atrium before the brokenbrough and may have damaged the left atrium, the event occurred during the ablation phase and ablation occurred prior to the adverse event. Therefore, this event is being conservatively reported under the bwi product. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed the dome was bent without wires exposed. No other damage or anomalies on the device were observed. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31307394l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The potential cause of the bent dome could be related to the manipulation of the device during or after the procedure; however, this could not be conclusively determined. In addition, no device malfunction was reported. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The physician's opinion on the relationship between the event and the product was there is no causal relationship with the bw products, and it is a problem with the operator's catheter operation. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thmcl smtch sf bid, tc, d-f (stsf) and during the ablation phase, the patient experienced cardiac tamponade that required pericardiocentesis. No error was observed when the stsf catheter, sound star eco catheter, pentaray nav sh were connected. During cavo-tricuspid isthmus (cti) ablation, elevated heart rate and decreased blood pressure were observed, and vasopressor was administered. Pericardial effusion was confirmed by echocardiography; therefore, pericardial drainage was started immediately. About 100 ml of blood was withdrawn, after which protamine was effective and the bleeding stopped. The procedure was terminated midway. The patient's vitals were then stabilized, and she was extubated, and the patient left the room with the pericardial drain in place. The patient has fully recovered and did not require extended hospitalization. No error messages were observed on the biosense webster, inc. (Bwi) equipment during the procedure. Atrial septal puncture was performed by rf needle. Ablation was performed before pericardial effusion was identified. Steam pop was not confirmed. Impedance cutoff value was not exceeded during ablation. The physician's opinion on the relationship between the event and the product was that there was no causal relationship with the bwi products, and it is a problem with the operator's catheter operation. They are unsure on exactly when, but perhaps the needle entered the left atrium before the brocken brough transseptal puncture and may have damaged the left atrium. The patient has an associated medical history of congestive heart failure. Although the physician reported that the cause of the adverse event was likely the needle entering the left atrium before the brokenbrough and may have damaged the left atrium, the event occurred during the ablation phase and ablation occurred prior to the adverse event. Therefore, this event is being conservatively reported under the bwi product.